Event description:
The customer reported via phone call that his blood glucose had been running high. Customer stated that his blood glucose was currently 400 mg/dl. Customer at lunch and did a bolus of 12 units. Customer received an alarm to check his ketones. Customer treated with a syringe. Customer reported that he has contacted his health care professional regarding his unexplained high blood glucose. Customer stated that he primed today and the insulin does come out. Customer had a low reservoir alert and a low battery alert in the alarm history. Customer stated that he just changed the battery. Customer reported that the basal rates were programmed accurately. Pump passed the high pressure test and the self test. Customer used a pen while troubleshooting the pump. Customer was advised that the pump was working as designed and to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.